Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was revised as the patient complained of pain. Reportedly, the patient lost much weight and the skin in the pocket area looked very tight, the device felt superficial. During the revision, it was noticed that the s-ICD stitches had come loose, and the device migrated. The physician ultimately decided to replace the device as a suspicious fluid that was potentially an infection was noticed. This s-ICD is not expected to be returned for analysis and no additional adverse patient effects were reported.